Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at the manufacturer¿s service center. The device log files were successfully downloaded and reviewed in full. No critical errors were identified in the log files. During the evaluation, the lcd display screen was observed to be blank. To address this condition, the lcd display was replaced. Additionally, and unrelated to the reportable malfunction, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The mac address label and rubber feet were found to be damaged and were replaced. The faa label was missing was also replaced. Following the repair, the device passed all testing.